Event description:
It was reported that following a maze procedure, the atrial lead would no longer capture or sense. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 lead implanted: 2011-(B)(6). (B)(4).